Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered bilateral breast implant rupture, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 350cc mentor memorygel breast implant catalog: smpx350 lot: 9384794 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: smpx350 lot: 9384794 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 02/14/2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/15/2020, mentor became aware that the capsular contracture that the patient experienced was a baker grade iii. In addition, only the left breast implant was confirmed as ruptured. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 01/14/2020, mentor became aware that the following information was erroneously omitted from the initial report: the patient also experienced bilateral capsular contracture; baker grade unknown. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.